Event description:
"It was reported that the lead was fractured. It was capped and replaced by leadless implantable pulse generator (ipg)". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).